Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane loosely folded. No blood was visible on the iab. The sheath was not returned for evaluation. The guide wire was also returned. The sheath was returned for evaluation. A laboratory insertion test was performed using a 7.5fr laboratory sheath since the sheath was not returned for evaluation. The technician was able to successfully manually wrap and insert the balloon through the sheath. No damage was observed on the membrane. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The reported event cannot be confirmed by the evaluation. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during a procedure, the intra-aortic balloon (iab) was difficult to insert through the introducer sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). Additional email address:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).